Event description:
A surgeon reported that a laser system was unable to emit laser power during a procedure. The procedure was aborted. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).